Event description:
Pt underwent right mastectomy with insertion of gel filled smooth shell implant. Upon removal rupture confirmed. Implant is either mentor or heyer schulte. Left implant also removed -- different MFR.